Event description:
This rv lead was implanted on an unknown date and still remains implanted at this time. It was noted on (B)(6) 2017 that the lead exhibited noise which was seen on the rv sense channel amd is most likely caused by the device adjusting automatic gain control. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).